Event description:
Information received indicates the head section is raised to 45 degrees and will not go up or down.

Manufacturer narrative:
The technician replaced the control box to repair the bed.